Event description:
Patient received two endeavor sprint rx stents in prox lad during index procedure, both of the endeavor sprint drug-eluting stent were implanted after their expiry date.

Manufacturer narrative:
Evaluation results: shelf life exceeded (device used 3 months post expiration date). Failure to follow instructions (device used after expiration date). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: no device failure. User error contributed to event - (device used after expiration date). (B)(4).